Event description:
It was reported that the subject flow diverter stent was successfully placed into the proximal internal carotid artery ica for the treatment of a wide necked aneurysm. Two weeks later the patient had a computerized tomography CT done in the ed for unrelated reasons, and that CT showed that the entire device had fallen into the aneurysm. The patient had to undergo another procedure due to this event. The patient is discharged from the hospital. According to the physician it is possibly due to the size of the aneurysm. No further information is avaiable.